Event description:
Customer reported that he received an unknown error and error 1 message on his adc blood glucose meter. Customer further reported that he lost consciousness. Paramedics were called and responded. Customer blood glucose level was tested and received a reading of 37 mg/dl. Customer was diagnosed with hypoglycemia. Customer was treated intravenously with glucose and fluids. Customer was also given antibiotics. Customer was transported to the hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The returned meter was investigated and complaint was not confirmed. Control solution testing was performed. All results were within range specification and no errors or new issues were observed.